Manufacturer narrative:
Product ID: 37791, serial# unknown, product type: recharger.

Event description:
A patient reported they were getting the reposition antenna screen on their implantable neurostimulator recharger (insr). Repositioning the antenna did not work. They were able to connect with the patient programmer and saw a "charge your neurostimulator battery now" warning screen. They attempted an antenna locate (al) and that did not resolve the issue. It was noted that the patient did not feel stimulation. On (B)(6) 2016, the patient reported previous events. The insr was recharging, but would not connect to the implant. A new antenna was sent to the patient. It was recommended that if the new antenna does not work, to contact their healthcare provider (hcp).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that the circumstances that led to the loss of stimulation and the reposition antenna screen was 'diminished use." The patient spoke with a manufacturer and was sent a new "wand" which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.